Event description:
The customer contact reported from delivery leakage in the battery compartment of the device. The device was returned to the biomedical department for an unspecified reason. There were no reports of any pt involvement, adverse pt events, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. No additional info was provided.

Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment and the middle printed circuit board. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.